Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with redness and inflammation under the sensor pod only. He had a phone consultation with his physician and was prescribed an oral antibiotic. At the time of the report he stated the reaction had fully recovered. No additional patient or event information is available.